Event description:
Per medwatch: "after 4 defibrillations, defibrillator would not charge. The user facility assumed battery might be getting low so the user switched in a fresh battery. Defibrillator charged itself to 360j. Dumped charge. After 30 seconds, defibrillator charged itself again to 200j. Dumped charge and after 30 seconds defibrillator charged itself to 100j. The user adjusted defibrillator charge to 0j. Problem did not occur again. Defibrillator worked properly x3 after that at 360j."